Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the guidewire could not be removed from the lead. The lead was not used.